Event description:
It was reported that the balloon catheter was being used for post dilatation, when the artery ruptured (perforated) and the pt was sent for emergency surgery to treat the perforation. Per the reported information, it was not felt that the balloon catheter malfunctioned, and it is not believed that the balloon catheter was the cause of the vessel damage.